Event description:
Patient complained of unexplained pain in the hip area.

Manufacturer narrative:
No 510(k) number provided, because this implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.